Event description:
Pt underwent total hip arthroplasty on (B) (6) 2008. Subsequently, the pt reported pain and radiographs revealed acetabular cup spin-out. Revision was performed on (B) (6) 2010 to remove and replace component.